Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat an eccentric lesion in the right marginal artery. The 3.25 x 20 mm nc trek balloon catheter was advanced to the lesion without resistance, but the balloon ruptured when inflated to 10 atmospheres. The nc trek was replaced with a new unspecified device to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was available.